Event description:
It was reported to baxter (B)(4) that an infusor pump experienced "the cursor on the right side is blocked." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported of "the cursor on the right side is blocked" was confirmed and reproduced. The root cause was not identified. There were no repairs made to estimate refusal by the customer. Should additional information be received, a follow-up medwatch will be submitted.